Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. As it is unknown when the alleged retrieval attempt was made and when the filter allegedly became tilted and penetrated through the ivc wall, the definitive root cause is unknown. Labeling review: - the current IFU (instructions for use) states: - warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition.

Event description:
It was reported that approximately three years post vena cava filter deployment, allegedly the patient was seen at a hospital for complaint of chest pain, dyspnea, diaphoresis, hypotension, and tachycardia. A CT scan demonstrated pulmonary embolus, the patient was placed on anticoagulant medication. Reportedly at some time following filter deployment (date was not provided) an attempt to retrieve the filter was unsuccessful. Filter is reportedly tilted and perforating the ivc wall. The patient status at this time is unknown.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number and catalog number for the device was provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The patient age and weight were not provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Medical records review: a vena cava filter was indicated for status post dvt/pe. Access was gained in the right common femoral vein; the 5 fr pigtail catheter was navigated into the right pulmonary artery where angiogram demonstrated moderate thrombus occupying the right upper lobe branch and right lower lobe pulmonary arteries with patchy perfusion to the lung parenchyma beyond. Pharmacological thrombolytic and mechanical thrombectomy using combination clot maceration and suction was performed. The catheter was directed to the left lung where angiogram demonstrated mild thrombus burden occupying predominantly the left lower lobe and minimal diffusion restriction. Pharmacological thrombolytic and mechanical thrombectomy using combination clot maceration and suction was performed. The catheter was pulled out and positioned in the distal ivc. Vena cavagram was performed demonstrating conventional ivc with no evidence of thromboembolism within the ivc. The vena cava filter was deployed successfully in the infrarenal segment of the ivc. All procedures were described as uneventful filter retrieval was recommended once the patient was stable on anticoagulation. Forty three months 29 days post deployment; the patient complained of significant shortness of breath and lower extremity swelling and was diagnosed with caval thrombus as well as massive bilateral pulmonary embolism which intravenous anticoagulant largely resolved. The following day, the patient was evaluated for residual presence of caval thrombus as well as possible filter removal. Digital subtraction angiography was performed and demonstrated no thrombus within the bilateral common and external iliac veins. The ivc was widely patent except for a small amount of thrombus on the underside of the filter which was not flow limiting. The vena cava was documented to have slightly narrowed at the location of the filter suggesting mild chronic scarring of the vein. Several limbs of the filter were chronicled to be bent cranially (no mention of limb detachment or perforation was noted). There was an unsuccessful attempt to retrieve the filter using a snare and angled guide catheter. Additional oblique imaging demonstrated the hook of the filter to be embedded in the caval wall and not accessible. The decision was made to terminate the procedure with the recommendation for aggressive intervention only if the filter leads to symptom of lower extremity swelling or recurrence of thrombus. No additional medical records were received for this patient. Hemostasis was reportedly achieved. Conclusion: the medical records allege the patient was diagnosed with caval thrombus and pulmonary embolism post filter implantation. Allegedly the filter was tilted with several limbs bent cranially. An unsuccessful attempt was made to retrieve the filter using a snare and angled catheter. No perforation was noted within the medical records provided. The investigation is confirmed for filter tilt, material deformation, and an unsuccessful retrieval attempt. The investigation is inconclusive for limb perforation. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that approximately 44 months post vena cava filter deployment for dvt/pe, the patient allegedly developed massive pulmonary embolus. The filter was reported to be tilted and embedded in the caval wall in addition to filter limb(s) perforating organs. The patient alleges he continues to suffer physical pain from complications related to the pe sustained and resultant damage to his heart and lungs. Based on medical records provided by the patient, following diagnosis of dvt with bilateral sub massive pe, the patient underwent pharmacological thrombolytic and mechanical thrombectomy prior to successful infrarenal deployment of the ivc filter. Approximately 44 months post filter deployment, the patient experienced lower extremity swelling, significant shortness of breath and was diagnosed with caval thrombus and massive bilateral pe which was treated with high dose IV anticoagulant. The next day digital subtraction angiography showed no thrombus within the bilateral common and external iliac veins. A small amount of thrombus remained on the underside of the filter which was not flow limiting. An attempt was made to retrieve the filter; however, a snare was unable to capture the filter hook which was discovered to be embedded in the caval wall. Several limbs of the filter were documented to be bent cranially (no mention of limb detachment or perforation was noted). The retrieval was abandoned with the determination the filter will remain implanted unless the patient becomes symptomatic. The patient was stable at the conclusion of the procedure.